Event description:
Boston scientific crm received information that this pacemaker was suspected of premature depletion as the battery remaining gauge estimated only 50% battery life remaining after 2.74 years of implant time. A technical services longevity calculation based on the provided parameters found a total longevity of 11.5 years, and therefore indicated there should be approximately 8.7 years of battery life remaining. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Technical services discussed the fact that invalid charge times can cause the battery remaining gauge to appear lower than it really is, and suggested a hex dump could be performed to confirm whether this is the issue with the device. No additional information is available at this time. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.